Event description:
Event was reported to caldera medical by an attorney. The pt has suffered pelvic and other pain, urinary problems, urinary tract infections, extreme pain and discomfort when attempting intercourse, marital relations problems, emotional and mental injuries, and damages from problems resulting from mesh product. No further info has been provided.